Event description:
Mechanical failure. No fluro exposure cancelled. Patient was on the table and the system came up with acquisition failure message 5 times when trying to perform digital fluoro, then it started working.